Event description:
The customer reported that the system was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was replaced and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.